Event description:
It was reported that a symptomatic patient presented to the clinic for a follow-up visit and the pulse generator exhibited backup vvi operation. The user download was unsuccessful. Initial attempts to read the hardware eri byte resulted in a message -operation failed-. The device could not be interrogated. The eri byte indicated that the device had not reached hardware eri. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.